Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
The customer reported erratic readings with patient movement. Per the customer, they were able to duplicate the reported issue with multiple cables. No consequences or impact to patient were reported.